Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H11 additional narrative: correction: h4: the manufacturing date was incorrect in the initial report. This has been updated to 8/27/2024

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H11 additional narrative: the product was returned to j&j medtech orthopaedics for evaluation. Visual inspection of the returned device found it was returned in original package. The tip showed signs of activation, the handle had saline residues. The tip, handle, shaft, tubbing and plug did not show any signs of damage. The device will be send to the manufacturer for further testing. The supplier performed an evaluation with the following results: the device was returned in its original packaging, the active tip was in used condition, tissue debris were visible inside the active tip, there were scratches visible on the ceramic. The suction tube had residue visible. The device passed the electrical testing but failed the handswitch activation functional testing. Further investigation was performed; the handle halves were opened to allow inspection of the button assembly and wiring. Inspection showed evidence of saline ingress and corrosion (saline crystallization) around the return clip and wiring was slightly exposed. Pressing the switches directly without the rubber cover did not make a difference to the device function. Additional electrical check for button¿s handswitch (coag switch, cut switch and mode pins) was performed with the following readings: open circuit for ablate (yellow) and mode (black) buttons. Coagulation 1.1o. Further investigation was performed; it was found that after opening the handle half there was saline ingress in the button parts (salt crystals and debris under button caps). This would have been the cause of the buttons not working. The saline ingress is due to a leakage inside the handle at the glue pocket where the active wire and suction tube are glued to the suction pipe, inside the handle. This is an automated process on the linear line, where the glue is automatically dispensed into the pocket and cured inside the linear line. The cause of this could be a lack of glue, causing the poor seal and leak, this is a manufacturing fault. This fault is relating to process ID 100 of manufacturing plan. The failure mode has been reviewed against the systems risk assessment document against the relevant hand switching. As per the product control plan, cp90 with hand controls is 100% electrically and functionally tested, and this testing will detect the majority of failures but however due to the time to failure parameter, a small number of failures could potentially pass end of line testing. The overall complaint was confirmed as the observed condition of vapr clplse90 electrode w hand cntrls would have contributed to the complained issue. Based on the investigation findings, the potential cause for the observed condition is traced to manufacturing process. This product issue will be addressed through supplier quality system. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H11 additional narrative: e1: the initial reporter's complete facility address was not provided. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated.

Event description:
It was reported that during an arthroscopy surgery, it was observed that the vapr clplse90 electrode w hand cntrls device ran unexpectedly after connecting with the generator. Another device was used to complete the surgery. There were no adverse consequences to the patient. No additional information could be provided.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H11 additional narrative: d9, h3, h6: the actual device has been returned and is currently pending evaluation. Once the device has been evaluated, a supplemental medwatch report will be sent accordingly.